Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the time on the pump was incorrect as it showed 6:52pm and it should have been 3:03pm. Tandem technical support reviewed the pump t:connect data and the date was found to have been one day ahead and there was no abnormal reset of the pump shown. The contact corrected the time and date on the pump. The customer's blood glucose (bg) level for the past few days ranged from 50 to 400 md/dl. The customer ate candy to address the low bg. Boluses were delivered via the pump and the basal rate setting was increased to address the high bg. The contact indicated that the high bg level was caused by the customer being on antibiotics due to sickness and going through puberty.